Manufacturer narrative:
Female patient with history of previous cervical spinal fusion surgery underwent 1 level posterior cervical fusion with cervical cages placed posteriorly at c7-t1 and partial foraminotomy (on right side) on (B)(6) 2019. Patient continued to complain of pain and pseudarthrosis was noted at c7-t1 likely due to the development of excessive scar tissue (according to the surgeon). On (B)(6) 2020, cervical cages placed posteriorly bilaterally at c7-t1 were removed and replaced. Both surgeries went as expected with no reported device defect or malfunctions. Patient is recovering well. Cavux cervical cage-b is not indicated for use at c7-t1.

Event description:
Female patient with history of previous cervical spinal fusion surgery underwent 1 level posterior cervical fusion with cervical cages placed posteriorly at c7-t1 and partial foraminotomy (on right side) on (B)(6) 2019. Patient continued to complain of pain and pseudarthrosis was noted at c7-t1 likely due to the development of excessive scar tissue (according to the surgeon). On (B)(6) 2020, cervical cages placed posteriorly bilaterally at c7-t1 were removed and replaced. Both surgeries went as expected with no reported device defect or malfunctions. Patient is recovering well. Cavux cervical cage-b is not indicated for use at c7-t1.